Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report having a complicated surgery and having to get the device implanted twice due to the lead "slipping". A follow up yielded that the right atrial (ra) lead had dislodged post implant. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.